Manufacturer narrative:
Follow-up received on 29-jun-2016 updated quality-safety evaluation of ptc after receipt of complaint sample: ptc global number (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter if the physician attempts to remove a deployed micro- insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. As received, we observed the following: no implant returned, no damage observed at the delivery catheter and presence of external fluids were noted. All IFU steps were completed as evidenced by the location of the delivery wire holder within the handle assembly. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of micro-insert breaking (or bending) is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-jul-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and at the insertion, extremity of the coil broke on the inserter. Bilateral placement was performed and the patient had no clinical consequence. Essure was not removed and it was not medically necessary to remove essure. The broken pieced were retrieved from the uterus. This event, interpreted as device breakage, was considered anticipated according to product technical analysis. During difficult insertions, single cases have been reported of essure breakage. In the present case, during placement procedure extremity of the coil broke on the inserter. Since the device breakage occurred during essure insertion procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. The product technical complaint investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a nurse in (B)(6) on 24-nov-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015, lot number d30811. During the insertion procedure, in the operating room, the extremity of the coil broke on the inserter. The inserter and the broken extremity of the coil were kept. There was no cause related to the patient which could explain the event. Bilateral placement of essure was performed and no clinical consequence was observed for the patient. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and at the insertion, extremity of the coil broke on the inserter. Bilateral placement was performed and the patient had no clinical consequence. This event, interpreted as device breakage, is non-serious and unlisted in the reference safety information for essure. During difficult insertions, single cases have been reported of essure breakage. In the present case, during placement procedure extremity of the coil broke on the inserter. Since the device breakage occurred during essure insertion procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. A product technical analysis and further information are expected.

Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 07-jan-2016. The bayer reference number for the ptc report is: (B)(4). The unique identifier number for this device is: (B)(4). Final assessment: according to the complaint narrative, "...the tip has been broken." Without seeing the actual device, it is unclear if the tip was actually broken or just bent beyond the expectation of the physician. As of 18-dec-2015, no returned product has been received. If product is received in the future, a child complaint will be opened to document the investigation of the returned device. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of a tip being bent is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Moreover, no medical events were reported, therefore the assessment of a relationship with a quality defect is not applicable. Since no medical events were reported, a batch investigation with respect to similar ae cases is not applicable. The essure device breakage questionnaire was received on 26-jan-2016: new reporter was added. It was reported that upon release, distal tip broke (event term was updated). The instructions in the IFU were followed. The essure was not removed; it was not medically necessary to remove essure. The broken pieces were retrieved from the uterus. There was no any patient injury and breakage could not have led to serious injury under less fortunate circumstances. No further information will be available. Follow-up information received on 01-feb-2016 another nca number was provided: (B)(4). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 02-feb-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and at the insertion, extremity of the coil broke on the insertor. Bilateral placement was performed and the patient had no clinical consequence. Essure was not removed and it was not medically necessary to remove essure. The broken pieced were retrieved from the uterus. This event, interpreted as device breakage, is non-serious and was considered anticipated according to product technical analysis. During difficult insertions, single cases have been reported of essure breakage. In the present case, during placement procedure extremity of the coil broke on the insertor. Since the device breakage occurred during essure insertion procedure, causality with the suspect insert cannot be excluded. This case was regarded as other reportable incident as although the device breakage did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances. Based on the available information no product quality defect was confirmed. No further information is expected.